Event description:
The customer reported that the exposure fluoro button froze during procedure and started beeping, and the system required a reboot. The customer's description is indicative of a system lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors were cleaned, the power supply voltage was adjusted, and the power plug was tightened. The system was then found to be operating as intended.